Manufacturer narrative:
Customer is claiming false positive for flu b. Customer tested positive for flu b using the ihealth flu a&b/covid-19 3-in-1 rapid test on the following dates: (B)(6) 2025. Customer tested negative on rapid molecular tests on (B)(6) 2025, customer tested negative on pcr on (B)(6) 2025. Regarding the test results of the customer's family using the ihealth flu a&b/covid-19 3-in-1 rapid test, no further follow-up testing to confirm the test results. No lot number information available,the manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: on (B)(6) after a day of minor chills, body aches and a sore throat, I took a test and had a light line for flu b. I took another test to make sure, which was also a faint positive. My husband and daughter then also tested from the same box and were negative. I recovered a few days later and went back to my life. On (B)(6), I had a repeat of the same exact symptoms and tested again (photo attached), and again, a faint positive line for flu b (this was from a new ihealth test box). Again, I had my husband test as a control and he was negative. I called my pcp concerned that I had some weird immune condition and he said one of the times was likely a false positive. While I know with flu a, there are many different strains so it's possible to catch a different strain a few weeks later, I don't think this is as common with flu b. The home tests are so new so there isn't a lot of information about getting two positives in 3 weeks. My symptoms were so mild each time that I would not have went to the doctor for a flu test so I would just have assumed I had a little virus each time.